Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced prolonged hyperglycemia and later observed insulin leaking from the cartridge during a supply change, despite following the replacement procedure. Symptoms included nausea, exhaustion, and body aches, and the sensor displayed high glucose with alerts for severe hyperglycemia. Outcomes included hyperglycemia lasting over 12 hours, a blood ketone reading of 1.6 mmol/l, and consultation with a nurse practitioner for corrective insulin dosing and guidance. Investigation included a troubleshooting review of the supply change procedure and collection of the affected cartridge for evaluation. Investigation of this case revealed a suspected cartridge leak consistent with reduced insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was device component failure related to the cartridge.